Event description:
It was reported that the procedure was to treat a 40% stenosed lesion in left anterior descending (lad) artery. The 2.75x33mm xience pros stent delivery system (sds) was used in a procedure. The hub of the sds was reportedly cracked. There was no adverse patient effect and no clinically significant delay reported in the procedure. Return device analysis found fluid leaked out of the noted cracks at the proximal end of the hub. No additional information was provided.

Manufacturer narrative:
A visual and functional inspection were performed on the returned device. The reported break was confirmed. The balloon was pressurized and fluid leaked out of the noted cracks at the proximal end of the hub. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the reported break appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The xience pros device is currently not commercially available in the us; however, it is similar to a device sold in the us.